Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported non-intuitive motion with the vessel sealer. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed. The instrument exhibited imprecise motion during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument would move opposite of the intended direction. Additionally, the instrument was found to have a recognition failure based on the log review. The instrument passed engagement and recognition during in-house testing. Although the recognition failure could not be replicated, a review of the logs reported error code 282 "tool invalid reason: one or more tool sensors were not detected: both tool presence pins not detected on universal surgical manipulator (usm)3." The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis confirmed that the instrument exhibited imprecise motion. The instrument did not completely move to the opposite of the intended direction. The metal tabs at the main tube/wrist sub-assembly junction were not in their slots, making the instrument exhibit the imprecise motion observed.